Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a lesion with stenosis . It was reported that no damage was noted to the device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with issues noted. Resistance was encountered when advancing the device. It was reported that the device failed to cross the target lesion . The device was removed and it was noted that the catheter was bent distally to the stent. The stent struts were reported as not even and when they attempted to clean with a wet compress it got hooked on the struts.the procedure was not completed. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation to the stent wraps. There were fibers stuck to the stent struts. Slight deformation was evident to the distal tip. Kinks were visible on the distal shaft at 3.5cm and 4cm proximal to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the device was inspected and negative prep performed with no issues noted. If information is provided in the future, a supplemental report will be issued.